Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a hole in the stopper. No report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and it was observed that the rubber stopper had not been correctly molded with spaces/fissures channeling throughout it's form. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to the molded stoppers. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for an incorrectly molded rubber stopper with the incident lot was observed. Evaluation of the retain samples was also conducted and no issues were observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
"It was reported that bd vacutainer sst ii advance plus blood collection tubes had a hole in the stopper. No report of exposure, injury or medical intervention."